Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of fatal peritonitis in a (B)(6) male patient coincident with dianeal unknown therapy. On (B)(6) 1999, the patient began dianeal unknown therapy (2l, frequency and lot number not reported), intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unknown date, the patient experienced peritonitis. The patient was not hospitalized for the peritonitis, and treatment was unknown. The reporter declined to provide relevant laboratory information. On (B)(6) 2011, the patient died due to the peritonitis. It was unknown whether an autopsy was performed. Dianeal therapy was ongoing until the patient's death. The reporter stated that the fatal peritonitis was not related to dianeal therapy. The reporter declined to provide further information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.